Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the customer's reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: missing adhesive (ke) around the distal forceps cover and peeling cement at the distal light guide lens. A definitive root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
No additional information received from the customer.

Event description:
It was reported the ultrasound gastrovideoscope invalid probe error no ultrasound image was displayed. There were no reports of patient involvement as this occurred during room preparation for an unknown procedure.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.